Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant asked if there is a possibility of the high voltage leads being reversed in the header. However, the caller stated that the lead connections were checked at the changeout procedure and were appropriate. The electrograms (egm) appearance is suspected to be due to the position of the right ventricular (rv) lead which was discussed with the physician. Troubleshooting steps were discussed and the caller will discuss the issue further with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to a high shock impedance measurement. It was noted that the impedance measurements have been gradually increasing for the past two months since the device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received over two years after the initial observations were reported that the latitude system had detected another red alert from this system due to high/out of range shock impedance measurements. Many discussions occurred with the physician, boston scientific technical services consultants and engineers. The consensus was that the issue appears to be physiologic (possibly calcification, electrolyte issues, etc) since all leads are experiencing the rise. The boston scientific sales representative stated that the physician may not take any action as the patient's cardiac condition has dramatically improved and he may just opt to make this a cardiac resynchronization therapy (crt) device instead of implantable cardioverter defibrillator (ICD). No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The system was subsequently explanted nearly three years after the initially reported observations. In addition to the out of range shocking impedance measurements, the associated lead had been exhibiting elevated threshold measurements. A lead fracture was suspected, but was not confirmed. This device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). This device was subsequently returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.